Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that ventricular undersensing was noted on the right ventricular (rv) lead. At device classified termination of events, arrhythmia some appear to continue. It was observed that one rv paced event fell into blanking due to timing and was not sensed. The rv lead and implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.